Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed vdd. While in unipolar configuration, there was some oversensing on the right ventricular (rv) lead. While programmed to vdd, the rv lead cannot be programmed to bipolar configuration. It was noted the safety switch was on. Information was sent to boston scientific technical services (ts) for review. Ts indicated there were low out of range impedance measurements and low p-waves on the right atrial (ra) lead which was likely the reason for the vdd programming. No adverse patient effects were reported.